Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a drug used was not applicable. There were perioperative antibiotics used. The date of onset/diagnosis of infection was (B)(6) 2010. The patient did not have meningitis. Signs and symptoms of the infection included drainage, pain, and incisional soreness. The primary location of the infection was the lumbar region. There was a culture obtained with the culture source as the lumbar region. The type of organism cultured was staph aureus. Treatment instituted for the infection was IV antibiotics, both IV and oral antibiotics, and total device system explant. The patient outcome was that the infection resolved and there was no drug withdrawal. Risk factors that applied to the status of the patient before the implantation of the device was debilitated status. It was explanted on (B)(6) 2010. It was unknown if there was a 50% or greater symptom reduction. The components involved in the reported event were the implantable neurostimulator (ins) and the lead. The patient developed wound drainage post-operative. Cultures post-operative for staph aureus. They treated with antibiotics and the patient went to an infectious disease healthcare provider. Actions taken to resolve the issue was antibiotics and the patient was followed closely. It was unknown if the cause of the event was device related. The patient was not recovered and the symptoms/issue was ongoing. Pain was noted.

Event description:
It was reported that, though the patient¿s second implantable neurostimulator (ins) worked very well, the patient developed an infection and the ins was removed. The patient had to wait another year before being implanted again. Follow-up was performed to determine when the onset of the infection was, what were the signs/symptoms of the infection, what the primary location was, what the culture source was, what the treatment was, and if the infection was resolved for this historical event. This event will be updated if additional information is received.